Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device powered off while attempting to deliver energy to the pt. The ems crew was able to power the device back on and successfully continue care. There were no adverse effects caused to the pt from result of the reported failure.